Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the display module on a s5 console displayed error fault in motor controller pump 2a during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the customer declined the repair of the device and the fault may have been caused by an over occlusion. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.